Event description:
On (B)(6) 2015, the spinal drain connection got disconnected at the junction of the catheter and connector in spite of suturing while securing. The original intended procedure was a left thoracotomy and cardiopulmonary bypass, descending thoracic aorta replacement. Additional information was received from the customer on (B)(6) 2016 with the following: the reason for the placement of the lumbar catheter/ drain on (B)(6) 2015 was unknown. The catheter disconnected twice where the catheter tubing fits onto the luer lock connector. Both times, the catheter was sutured on. The second time, it was sutured on twice and made sure it was tied tightly. There were no known events of tugging on the catheter at either times. There was no patient movement. It was unknown if there was any csf leakage. After the incident occurred, the catheter was clamped with a soft ended clamp, cleaned with povidone iodine and chloraprep. The dirty end was cut and the new end of the catheter was sutured to a new sterile connector. This entire procedure was done under sterile conditions with sterile gloves. There was no patient harm reported. The product was not saved to be evaluated. Additional information/clarification has been sent. (B)(4)

Manufacturer narrative:
Integra has completed their internal investigation on 02/08/2016. The device was not returned for evaluation. No device history records review could be performed as the lot number was not provided. The integra complaint database for the device was reviewed for the last 3 years. The review indicated the rate of complaint reports for disconnection of catheters is 0.01%. With the available information, the exact root cause of the reported disconnection could not be determined.